Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy on the last firing there was a staple leg 'sticking up'. The surgeon oversewed to complete the case with no patient consequences.